Event description:
It was reported that the bushings had pulled through the plate. Procedure was a right shoulder fracture repair, 5 hole plate, bushing and screws had passed through the plate. Revision surgery done, the plate was replaced. Follow-up information: the surgeon used the torque driver from the set for insertion. A post-op x-ray had shown the plate was not held down by the screws. The plate was easily removed and the screws were backed out. The revision surgery was completed using another manufacturer's plate and screws. There have been no further reports related to this incident.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. A most likely cause of the event is patient non-compliance with the post-op protocol. The directions for use (dfu-0139) states: post-operatively and until bone healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.